Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged on the day of implant. Sensing failure was noted. The physician suspected that the helix fixation was not sufficient. The lead was repositioned and is still in use. No patient complications have been reported as a result of this event.